Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as no confirmation has been provided to show that a medtronic representative has performed an evaluation on the system.

Event description:
A medtronic representative reported that, while outside of a procedure, hte pendant displayed "press m to calibration motion". When prompted to move the gantry, the gantry moved to the right in an uncontrolled fashion. Additionally, the motion controller board does not change the voltage on the left gauge for the imaging system. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the left gauge, gantry motion controller and power switching board were replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.